Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from a single patient sample and a troponin I-free sample processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I free precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the vitros 5600 integrated system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, the quality control in use does not adequately evaluate the performance of vitros tropi es reagent at troponin I concentrations lower than url (0.034 ng/ml), therefore, a reagent issue cannot be ruled out. The most likely assignable cause of this event was instrument related.

Event description:
The customer observed higher than expected vitros tropi es results obtained from a single patient sample and a troponin I-free sample processed on a vitros 5600 integrated system. Patient tropi es= 0.286 ng/ml versus expected <0.012 ng/ml. Troponin I free sample= 0.130 and 0.130 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory, as the customer reprocesses all samples with a tropi es result greater than a critical value (assumed to be 0.034 ng/ml) to confirm the results. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).